Event description:
It was reported that following a successful routine replacement of the implantable neurostimulator (ins) the patient was awoken from anesthesia and cardiac functioning was noted to be abnormal by the or staff. The patient was taken to the critical care unit and had undergone a myocardial infarction. Hospital staff indicated that the patient had signs of existing cardiovascular issues that would necessitate bypass surgery, which was likely going to take place the following day. The implanted equipment remained intact and it was believed to be fully functional. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v194124, product type: lead. (B)(4).

Manufacturer narrative:
The aware date for the supplemental manufacturer's report 3004209178-2013-02650 was listed as 2013 (B)(6). The actual aware date of the additional information was 2013 (B)(6). This resulted in the manufacturer's report appearing late though it was actually sent on time.

Event description:
Additional information was received from the company representative that reported the patient was "doing well" and had not experienced any further health problems. The patient's implantable neurostimulator (ins) was said to be functioning properly. If additional information is received, a follow up report will be sent.